Event description:
Prior to inserting the smart stent delivery system in the pt, the distal tip was noticed broken. Naturally, the product was not utilized for the procedure. Another smart sds was utilized to complete the angioplasty, and there was no pt injury reported with the event.